Event description:
The hospital has recently identified three instances where repeat analysis of troponin levels were inconsistent. A safety report was filed by the ed in each case. In one night 3 different patient samples came down from the emergency room. They were from 3 different areas of the ed. The results all came back normal for all 3 patients. Around an hour later, they were all drawn again and results for all 3 patients came back over 100. Doctors called the lab concerned about the results and decided to redraw the patients. All 3 patients results came back normal again, matching the results from the first draw. I had my spec tech collect all the samples that were drawn on all 3 patients the next day and the results from all samples matched the results from the day before. Emergency department patient in b24 had initial troponin result of 13. Repeat troponin resulted at 120 (unexpected). Due to increased troponin and clinical presentation, patient ordered for a third troponin and an aortic dissection CT with IV contrast. Dr. (B)(6), working in different area of the ed, came to b-side to discuss with dr. (B)(6) two patients he was caring for that also had unexpected increases in their second troponin. Due to this, dr. (B)(6) called the lab at ext. [Redacted number] to inquire if there were any instrument issues, explaining the ed had 3 patients with unexpected bumps in their repeat troponins around the same time. Lab staff informed dr. (B)(6) the qcs on the machine were fine and perhaps the ed sent three incorrectly labeled lab tubes from three different areas of the department. Third troponin result was 11. Reporter spoke with m in the lab after 3rd specimen resulted and learning the other two patient with unexpected bumps in their second troponins also had normal third results. Per m there was a known issue with one of the machines at 1500 when he arrived, and he was unsure why we were told there was not. Due to this, the patient had an unnecessary CT ordered requiring a second IV contrast load and had an ordered MRI canceled due to concern in patient's stability. Luckily, MRI was able to be rescheduled once lab error was discovered. This issue was also reported at our sister hospital [redacted name], we have been meeting internally to review and keep each other informed.